Manufacturer narrative:
Device evaluation of the monitor and electrode belt has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The device was started up at 18:32:27 on (B)(6) 2022. At 21:49:53 on (B)(6) 2022, an arrhythmia was detected. ECG shows paced rhythm @ 70 bpm with tall t waves and motion artifact. Detection stopped at 21:49:57. From 22:05:57 to 22:09:37, asystole was detected four times. ECG shows vf with varying amplitudes and pacemaker spikes. At 22:10:02, an arrhythmia was detected. ECG shows vf with varying amplitudes and pacemaker spikes. Detection stopped at 22:10:06. At 22:10:59, asystole was detected. ECG shows vf with varying amplitudes and pacemaker spikes. At 22:11:03, an arrhythmia was detected. ECG shows vf with varying amplitudes and pacemaker spikes. Detection stopped at 22:11:15. At 22:12:03, asystole was detected. ECG shows vf with varying amplitudes and pacemaker spikes. An arrhythmia was detected two times from 22:12:10 to 22:12:57. Holter monitor shows fine vf with pacemaker and motion artifact. Detection stopped at 22:14:54. From 22:16:25 to 22:26:15, asystole was detected five times. ECG shows fine vf. The rhythm then transitions to a paced rhythm from 20-10 bpm. The rhythm then degrades to vf with varying amplitude. The rhythm then transitions to a paced rhythm @ 20 bpm. From 22:30:52 to 22:35:34, an arrhythmia was detected two times. ECG shows vf with varying amplitudes. The rhythm then transitions to a paced rhythm from 20-40 bpm with CPR/electrode lead fall off. Detection stopped at 22:35:56. The device properly detected vf from approximately 22:05:57 to 22:30:11. Varying amplitudes and motion artifact prevented the lifevest from treating the patient during these two times. The device was shut down at 22:59:54 on (B)(6) 2022. The patient passed away on (B)(6) 2022.